Event description:
It was reported that an asymptomatic patient presented in or for device upgrade. Fluoroscopy revealed externalized conductors. No electrical anomalies were detected. The lead was explanted and replaced.

Manufacturer narrative:
A partial lead with the connector pin measuring 12.2cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
Additional information indicated the rv lead was capped and remains implanted for a complaint of insulation break that occurred on (B)(6) 2012.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.